Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . A call to patient's services on (B)(6) 2013 states that patient experienced fluttering and her heart rate was high. Patient was not sure on what specific lead model/ serial number. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).